Event description:
It was reported that, "surgeon was unable to lock lag screw guide sleeve into targeting arm. When he attempted to the knob for the targeting sleeve would not engage."

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report. Associated devices: (B)(4), targeting sleeve gamma 3 180, lot# unk. (B)(4), target device gamma 3 300 x 160 mm, lot# unk. 13200130, lag screw guide sleeve gamma 3 25 x 245 mm, lot# unk.